Event description:
Lead management case to extract one lead due to lead damage. (Note: the lead in this case had punctured through the cardiac tissue; the lead tip had broken off and was floating in the pericardial sac. The physician made the decision to continue this case knowing it was likely that the sls laser catheter would cause a perforation with the justification that a perforation and repair would cause less damage to the cardiac tissue than a surgical dissection. ) the physician began the case by inserting an lld and lased without significant difficulty to the lead tip, as suspected when the lead tip was freed from the cardiac wall a perforation occurred. A sternotomy was performed and the perforation was repaired within 3 minutes. The patient survived the intervention and the surgical team was able to extract the lead and the free floating tip from the pericardial space.

Manufacturer narrative:
(B)(4). Placeholder.